Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned however; the reported issue of the cuff not deflating is a known issue and investigation efforts for confirmed faults have been documented in a corrective and preventative action. If the sample is received and any new or significant information is identified from the sample analysis, a summary will be provided in a supplemental report. Information has been added to the database and complaint trends will continue to be monitored.

Event description:
Customer reported prior to use, incomplete deflation was confirmed. No patient involvement. Additional information: who was the end user? Nurse. What was the environmental setting of use? Hospital. Location of the event hospital. Was cuff pre-tested prior to use? Yes. How was it tested? Unknown

Manufacturer narrative:
(B)(4). One sample was received. The reported customer report is a known issue and root cause investigation efforts have been addressed in a corrective and preventative action.

Manufacturer narrative:
(B)(4).